Manufacturer narrative:
Date sent to the FDA: 02/26/2016, it was reported by the patient that they underwent a ventral hernia surgery and abdominoplasty procedure in (B)(6) 2009. Two weeks postoperatively, the patient developed infection. It was also reported when every time antibiotics were completed, two weeks later infection returned in the abdomen. The patient underwent many CT scans, experienced collections of fluid, jp drains had to be placed. The patient was on antibiotics for five years and reports that the surgeon did not know why the infections came back. On (B)(6) 2012 the patient experienced abscess. The patient underwent another surgery on (B)(6) 2013 and emergency surgery on (B)(6) 2015. First suture stitch was found at second and third surgery. As per patient, abscess containing mrsa and strain led the surgeon to pull out the suture. The patient had abdominal wall abscesses in 2012 and 2013. The last two surgeries the patient reported being borderline sepsis and damages have been done to organs.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.this medwatch report is in response to receipt of maude event report mw5057533.

Event description:
It was reported by the patient that they underwent a ventral hernia surgery and abdominoplasty procedure in 2009. The patient developed infections and each time antibiotics were completed, within one week, the infection would be back in the abdomen. The patient underwent many CT scans, experienced collections of fluid, jp drains had to be placed. The patient was on antibiotics for basically two years and reports that the surgeon didn't know why the infections came back. The patient had abdominal wall abscesses in 2012 and 2013. The last two surgeries the patient reported being borderline sepsis and damages have been done to organs.